Event description:
Healthcare professional (hcp) reported a patient was injected with a total of 1mls juvéderm® volux¿ in cheeks and jaw. Four months later, patient had an insect bite in the cheek and got infected, deemed not device related. Imaging and biopsy performed noting "filler didn¿t seem to be infected" so healthcare professional believed patient had a delayed reaction to it, further described as nodules.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of infection, deemed not device related, is considered an unexpected adverse drug experience.